Event description:
It was reported by service report that the siderail is broken and sharp edges were found. No pt involvement has been reported. It was reported a few lacerations may have occurred relating to the sharp edges. It is unk how many, nor what serial numbers were involved.

Manufacturer narrative:
Exposed sharp edge on broken siderail. It was reported a few lacerations may have occurred relating to the sharp edges. It is unk how many, nor what serial numbers were involved.